Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the site to return the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the product has not been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument would close but no longer clipped. No fragment fell into the patient. The user completed the procedure, and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have two severely bent grips, causing misalignment of the grip-tips. There was a 0.61mm offset at the tips. A clip could be properly loaded into the clip groove of the grip-tips but would not clip. The grips were not found to have cracking damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.